Event description:
It was reported that while rotating the c-arm to 45 degrees it continued to 195 degrees before stopping. No injury reported. A field engineer was dispatched to the site and determined the left and right c-arm switches needed to be replaced. Once this was completed the system was working as intended.